Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation. This issue was discovered as lead showed low r-waves and bad thresholds measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected fields: h6 (impact codes): "serious injury/illness/impairment" was changed to "life threatening illness or injury". H6 (conclusion codes): changed to "known inherent risk of device".

Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation. This issue was discovered as lead showed low r-waves and bad thresholds measurements. No additional adverse patient effects were reported.